Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that multiple error alarm. Customer's blood glucose value was unknown. Customer also stated that insulin pump had no delivery alarm and buttons were non responsive. The customer declined troubleshooting for multiple pump error. Insulin pup will not be returned for analysis.